Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the assy, helium reservior so, that after the replacement the problem was improved and the repair was completed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre-delivery inspection the cardiosave intra-aortic balloon pump (iabp) fail occurred in the fill manifold test. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during pre-delivery inspection performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) fail occurred in the fill manifold test. There was no patient involvement reported.